Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional pro-code: jdp, hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is lawyer without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2021, the patient underwent left total knee arthroplasty with distal replacement. Hardware removal left femur due to left supracondylar/intercondylar femoral fracture nonunion, hardware failure and osteoarthritis left knee. On (B)(6) 2021 the patient underwent left distal femur open reduction and internal fixation with a synthes lateral plate and multiple cerclage cables due to left distal femur comminuted intra-articular fracture and morbid obesity. It was reported that on (B)(6) 2021, the patient had a fall. She was climbing over something like a dog gate, tripped and fell. She initially felt pain in her left knee. She was diagnosed with a left distal femur fracture. This complaint involves (18) devices. This report is for one (1) 5.0mm cannulated va locking screw/75mm.